Event description:
Info rec'd indicates the left foot brake caster swivels when the brake is set.

Manufacturer narrative:
The technician found the caster swivel ratchet was worn. He replaced the left foot brake caster to repair the stretcher.